Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to locking failure of video connector mount. The manufacturing record was reviewed and found no irregularities. Based on the inspection result by sorc, it was presumed that the reported phenomenon occurred due to locking failure of video connector mount. The cause of connector lock failure could not be identified. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that no image was displayed. There was no report of patient injury associated with the event. The event date was unknown.